Manufacturer narrative:
Hospital confirmed two leksell alloy screws were used on the anterior posts of the frame. Radionics head ring screws were used with the two posterior posts. The burn occurred where the leksell screws were located on the patient, not where the radionics screws were placed. Radionics does not recommend the use of non radionics screws with the radionics frame. The device was not returned for evaluation. If additional information is made available, we will investigate further.

Event description:
A pediatric patient experienced a burn on her head from the contact points in a stereotactic frame during an mr scan. The frame that was used was not known.